Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number (B)(4); 508-32-103, s801 - device cracked/broke, primary surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Primary surgery - pieces left in patient/ retaining screw tip broke off in the glenoid baseplate.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.